Event description:
I have a philips respironics dreamstn autocpap hum cell dom (B)(4). This past winter, spring, and summer, I would wake up with profuse runny nose. I would wet several handkerchiefs and could not sleep. I have never had hay fever, but I tried over the counter allergy medicine, loratadine, and nasal sprays without relief. My symptoms would get better over the day, but would recur days later. I stopped using the CPAP machine when notified about the FDA recall and my symptoms have mostly resolved. I am currently not using any CPAP machine. FDA safety report ID # (B)(4).